Manufacturer narrative:
Concomitant medical products: product ID: 3889, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by an advanced evaluation trial patient regarding an external neurostimulator (ens). Patient called in saying they felt their lead was in but not in; like they were outside not inside and they felt like it was a red hot pain. As a result of what was reported, they were advised to speak with their healthcare provider (hcp) about the trial or if they had any questions about their health. Two days later, patient said, "I've been sick to my stomach, and ihaven't been able to keep anything down." No further patient complications have been reported as a result of this event.